Manufacturer narrative:
Without a lot number a review of the manufacturing records could not be conducted. At this time the source of the patient's pain is unknown. Based on the information provided at this time, no conclusions can be made. The patient is attempting to get a second opinion in regards to the source of his pain. If additional information is provided, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported via maude event report (mw 5069089): "I was implanted with bard davol 3d max hernia mesh on (B)(6) 2009 during laparoscopic bilat inguinal hernia repair. The procedure occurred without operative complications and a six week healing period was observed also without complication. Shortly after the healing period, I developed chronic pain on the left side in the inguinal area radiating down into the left testicle and left side of the groin. I continue to have this pain 7.5 years later. I have been treated with steroid injections and nerve block injections with little to no lasting relief. Initial diagnosis was ilioinguinal neuropathy and I was placed on 300 mg gabapentin taken orally 3 times per day and that helped for a few years. Now the pain had gotten worse and does not completely respond to the gabapentin and I have started taking ibuprofen about 800 mg per day spread over the day. The combined ibuprofen and gabapentin have little impact on the pain. The operating surgeon currently thinks the recent pain may be a strain to the repaired area that will self resolve and believes that there is no hernia recurrence, however, only a physical exam was done and no imaging was conducted to arrive at this conclusion. Mesh contraction, erosion, folding, migration, infection and nerve entrapment were not considered at this time but may be the next possibilities to consider. I will continue to submit reports on this issue and reference the initial report number in subsequent follow ups." Per additional information provided by the contact: in 2010 the contact stated that the patient had an ultrasound performed of his left groin. No recurrence or issues were noted. Starting in 2016 the patient stated to experience an increase of pain in his left groin and returned to the surgeon for an exam. The patient's surgeon did a manual exam in the office and stated that he felt the patient had a strain in his left groin. The patient received a nerve block and steroid injection. The patient continues to experience left groin pain and is seeking a second opinion from another surgeon for the reported chronic pain.

Event description:
The following was reported via maude event report (mw 5069089): "I was implanted with bard davol 3d max hernia mesh on (B)(6) 2009 during laparoscopic bilat inguinal hernia repair. The procedure occurred without operative complications and a six week healing period was observed also without complication. Shortly after the healing period, I developed chronic pain on the left side in the inguinal area radiating down into the left testicle and left side of the groin. I continue to have this pain 7.5 years later. I have been treated with steroid injections and nerve block injections with little to no lasting relief. Initial diagnosis was ilioinguinal neuropathy and I was placed on 300 mg gabapentin taken orally 3 times per day and that helped for a few years. Now the pain had gotten worse and does not completely respond to the gabapentin and I have started taking ibuprofen about 800 mg per day spread over the day. The combined ibuprofen and gabapentin have little impact on the pain. The operating surgeon currently thinks the recent pain may be a strain to the repaired area that will self resolve and believes that there is no hernia recurrence, however, only a physical exam was done and no imaging was conducted to arrive at this conclusion. Mesh contraction, erosion, folding, migration, infection and nerve entrapment were not considered at this time but may be the next possibilities to consider. I will continue to submit reports on this issue and reference the initial report number in subsequent follow ups." Per additional information provided by the contact: in 2010, the contact stated that the patient had an ultrasound performed of his left groin. No recurrence or issues were noted. Starting in 2016 the patient stated to experience an increase of pain in his left groin and returned to the surgeon for an exam. The patient's surgeon did a manual exam in the office and stated that he felt the patient had a strain in his left groin. The patient received a nerve block and steroid injection. The patient continues to experience left groin pain and is seeking a second opinion from another surgeon for the reported chronic pain. The correct number is maude event report (mw5070645).